Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to oversensed noise while the patient was getting dialysis. Additionally, it was noted that shock impedance was below 30 ohms. X ray images were reviewed, and it was noted that the electrode appeared to be too superior. Technical services (ts) was contacted and recommended follow up. This s-ICD remains in service. No additional adverse patient effects were reported.